Manufacturer narrative:
Plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received and a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should the sample be returned at a later date, a supplemental report will be submitted capturing the updated investigation results.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported to fresenius technical support (ts) that a fluid leak that occurred during the patient¿s pd treatment. Prior to discovery of the fluid leak, an m31 air detected in cassette alarm had occurred during fill 1 of 5. They contacted ts for assistance troubleshooting the alarm. After failing to bypass the alarm, they were advised to cancel the treatment and start over. When the cassette door was opened to remove the cycler set, fluid started dripping out. The contact reported seeing moisture on the back of the cassette. The contact was unsure where the leak was coming from, and they did not identify any damage on the cassette. The patient completed their treatment by performing manual pd exchanges. The ts representative advised that the patient discontinue use of the cycler and a replacement cycler was issued to the patient. The patient was also advised to inform their pd registered nurse (pdrn) of the replacement. Upon follow up, it was confirmed the patient was trained to perform stat drains, as well as manual pd therapy if necessary. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient's pdrn was notified of the event. It was also confirmed that the replacement cycler was received, and the patient was said to be continuing pd therapy on the new machine without any further problems. The cycler set was reported to be available for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported to fresenius technical support (ts) that a fluid leak that occurred during the patient¿s pd treatment. Prior to discovery of the fluid leak, an m31 air detected in cassette alarm had occurred during fill 1 of 5. They contacted ts for assistance troubleshooting the alarm. After failing to bypass the alarm, they were advised to cancel the treatment and start over. When the cassette door was opened to remove the cycler set, fluid started dripping out. The contact reported seeing moisture on the back of the cassette. The contact was unsure where the leak was coming from, and they did not identify any damage on the cassette. The patient completed their treatment by performing manual pd exchanges. The ts representative advised that the patient discontinue use of the cycler and a replacement cycler was issued to the patient. The patient was also advised to inform their pd registered nurse (pdrn) of the replacement. Upon follow up, it was confirmed the patient was trained to perform stat drains, as well as manual pd therapy if necessary. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient's pdrn was notified of the event. It was also confirmed that the replacement cycler was received, and the patient was said to be continuing pd therapy on the new machine without any further problems. The cycler set was reported to be available for manufacturer evaluation.